Event description:
During ivtm therapy, customer reported that the thermogard console (sn (B)(4)) displayed an unknown error message. Another console was used to continue with the treatment. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The customer reported a complaint that "the thermogard console displayed an unknown error message" was confirmed during the review of the event log but not during the functional testing. Based on the event log, the unknown error message observed by the customer was mid:23 (patient probe offset) error message. The root cause for the reported fault was a defective input/output printed circuit assembly (I/o pca), likely due to the aging of the device. The thermogard xp ivtm system was manufactured in january 2014 and is almost 8 years old, well past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The thermogard console passed the initial functional testing without any fault or error. However, upon further testing of the console, the I/o pca board components were noted defective, which caused the console to display the mid:23 error message intermittently. The I/o pca board was replaced to remedy the fault. The event log review showed the occurrence of multiple mid:23 errors on the reported complaint date, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with sn (B)(4).